Event description:
At 0846 responded to code blue called in ICU. Diprovan infused over a short time frame. Ordered to be infused at 7ml/hr, bottle infused over approximately 8 (eight) minutes. Diprovan dispensed as 1000mg in 100ml (10mg/ml). Baxter pump had previously been utilized for a heparin drip, running at 20 ml/hr which had been discontinued. Biomed removed baxter pump, empty diprovan bottle and attached tubing for analysis. Baxter pump left on and settings maintained from beginning of incident.